Event description:
Additional information - it was reported that in addition to the insulation anomaly, the right atrial lead had a history of noise that had been monitored. It was noted that the noise was increasing and started to be oversensed shortly before the lead was capped. The patient was in stable condition throughout and there were no patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped and replaced due to an insulation anomaly on (B)(6) 2020. Further information was requested but was not yet provided.